Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of a 59mm abdominal aortic aneurysm. It was reported during the index procedure prior to use the outer box and endurant shipping box were noted to be damaged, however upon inspection the inner pouch and tray holding the delivery system appeared unaffected. The device was removed from the inner pouch however while prepping the device the back of the handle broke apart. The device was removed from the sterile field and a new one was used in its place. Per the physician the cause of the event was damage due to shipping. There was no adverse event associated with the patient.

Manufacturer narrative:
Device evaluation summary: the device returned in the product pouches and tray. Deformation was visible to the section pf the product tray in which the screw gear/back end would have been housed. The proximal end of the screw gear had broken away from the rear handle on one side and at the end of the screw gear thread on the other side. The break point was jagged and uneven. There was no further damage observed to the tray. Based on the damage evident to the shelf carton on photos provided by the account it appears the break to the device handle screw gear occurred during shipping/storage. Films evaluation summary: three (3) photos were received showing the outer shipping box and two (2) endurant shelf cartons. Damage is visible to the outer box and shelf cartons. Sever damage and creasing is visible to one of the shelf cartons. The shelf carton label details match that reported by the account. If information is provided in the future, a supplemental report will be issued.